Manufacturer narrative:
The insulin pump passed the functional test, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomaly noted during testing. The device functioned properly. The insulin pump passed the delivery accuracy test. The device was received with minor scratched lcd window and cracked retainer.

Manufacturer narrative:
The insulin pump passed the functional test, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomaly noted during testing. The device functioned properly. The insulin pump passed the delivery accuracy test. The device was received with minor scratched lcd window and cracked retainer.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose was unknown mg/dl. The customer report that there is possible under delivery of the device. The customer was advised to wait for the test result of carelink pro report.